Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, a cracked battery tube threads, and a missing end cap sticker.

Event description:
Customer reported buttons are not working. The blood glucose reading is 17 mmol/l. Nothing further reported.